Event description:
It was reported, the ipg can no longer communicate with the programmer. It was also reported, the pt has not recharged the ipg as intended due to losing the charger. No further info is available at this time.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.